Event description:
It was reported the pt lost stimulation following an accident. A sjm rep interrogated the scs system and found invalid impedances on all contacts. The pt will be seen by a neurosurgeon as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.